Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative replaced interface cable and charger supply assembly to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been receive by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system displayed a "individual battery failure" error message. The procedure was completed with the use of imaging. No information was provided on delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient information received. Surgical delay information received.

Event description:
The reported issue resulted in a delay to the procedure of less than an hour.

Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that the cable failed visual inspection and that the cable passed functionality testing when connected to a known operational imaging system.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed as the part passed all tests when tested. No fault found.